Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3387-40, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3387-40, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3387-40, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) the rep met with the patient for an MRI and found out of range impedances, therefore, the MRI was not performed. The high impedance measurements were: c & 0 3478, c & 1 2245, c & 3 7163, 0 & 1 2224, 0 & 2 2978, 0 & 3 6282, 1 & 3 4641, 2 & 3 5813. The high impedances didn't seem to affect the programmed electrodes, so no intervention was planned. Seven months later the patient underwent an ins replacement due to the ins reaching elective replacement indicator (eri). The surgeon decided to investigate the possible cause of the impedance issues. The ins was tested pre-op, out of range impedances were found including a short circuit (1 & 3 97, c & 0 3255, c & 1 2168, c & 3 2196) that wasn't seen back in (B)(6). The ins was then replaced. Intra-op the new ins was tested, but the out of range impedances remained (1 & 3 99, c & 0 4026, c & 1 2554, c & 3 2573) . So the left lead was tested using an external neurostimulator (ens) and screening cable, all short circuits were found. Impedance measurements were: 0 & 1 12, 0 & 2 12, 0 & 3 103, 1 & 2 17, 1 & 3 104, 2 & 3 107. A new extension was attached externally and was tested via the ins, but the issue remained. It was concluded that the issue was with the left lead. The surgeon left the existing extensions implanted and closed up. Post-op, there was a wide range of impedances, but the out of range impedances remained with electrodes 1 & 3 with 95 ohms. The patient has tourette¿s, so it is very difficult to elicit a benefit or side effect. The patient has a delayed response from stimulation, so they are unaware if it was on or off until after around a week. It seems as though the programmed electrodes were fine (0 & 1, 0 & 2), however these are approximately twice the impedance of the same electrode combinations on the right (8 & 9, 8 & 10). It was questions if this suggests an issue, or if this could be normal and the patient has higher brain impedance on one brain hemisphere versus the other. It was unknown if there were any external factors that contributed to the event. It was noted that the rep did not know which lead was the left or right one. The left lead¿s implant date was either (B)(6) 2012 or (B)(6) 2010. It appeared that the patient had a lead revision on (B)(6) 2010, but the rep did not know which lead (if any) was explanted and which remained implanted. The patient was registered with 3 leads but the rep believed the patient only has 2 leads. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.